Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported her adc freestyle libre sensor detached from the adhesive after 6 days of wear and she was therefore unable to monitor her glucose. Customer did not experience any symptoms but was treated with a glucagon injection by her boyfriend. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre sensor kit was reviewed, and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.this serves as a correction report. Sections h-2 (if follow up, what type?), h-3 (device evaluated by manufacturer?), h-6, and h-10 were incorrectly documented in the initial MDR 30 day report. These sections have been updated. Section g-4 was also updated to reflect today¿s date.

Event description:
Customer reported her adc freestyle libre sensor detached from the adhesive after 6 days of wear and she was therefore unable to monitor her glucose. Customer did not experience any symptoms but was treated with a glucagon injection by her boyfriend. No further treatment was reported. There was no report of death or permanent injury associated with this event.